Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible connection issue or conductor cable fracture. It was also reported that the rv lead exhibited a lead warning and short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.